Event description:
The neuron 070 was broken in two pieces, near the silver proximal end, when taken out of the package. No patient was involved.

Manufacturer narrative:
Device investigation: results: the catheter is broken just distal of the stainless steel strain relief. The proximal and distal sections are connected by one of the inner support wires. There are 2 kinks in the distal end, 3.7 and 8.2 cm from the distal tip. These kinks are not mentioned in the complaint. Conclusion: the damage noted in the complaint is confirmed. The cause of the break is not apparent. If during removal of the catheter from the packaging, the catheter hub was pulled at an angle to the carrier tube, the point at the end of the strain relief may have bent then broken when the catheter was withdrawn. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.